Event description:
Further follow-ups were made for clarification and the surgeon responded stating, " [the] generator was placed via axilla too far lateral. Placement via anterior access on pectoral muscle during initial surgery would have avoided this complication."

Event description:
Implant card was received reporting a full revision for the patient. It was noted that the reason for the full revision was due to a contamination concern at the generator site. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the surgeon that during the surgery, the generator perforated the patients scar and the generator was not covered by skin anymore which lead to the contamination concern.